Event description:
It was reported that the patient presented with discomfort due to inappropriate diaphragmatic stimulation. Upon investigation, loss of capture and low pacing impedance was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and the lv lead was dislodged from the implant position. The lead was deactivated and the patient was in stable condition.